Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: ps daniel collaco reported j2 motor phase error. Device evaluation and results: per wo-01565636: j2 assy replacement. System investigation completed successfully as per service manual. All system checks and tests passed. Product history review a review of device history records shows that on 05/11/17 1 device was inspected and 1 device was placed on: qt 17-05-0001, qt 17-05-0019. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 207570 shows 1 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Case number:(B)(4). , mps daniel collaco reported j2 motor phase error. Case type: tka surgical delay < 30 minutes would you please confirm when the event took place as you noted pre-op but the patient was under anesthesia? As per the mps: "correct" for case type tka, was the delay > 15 minutes and was the patient under anesthesia during this delay? As per the mps: "the delay was more than 15 minutes. Patient wasn¿t in room yet but was under anesthesia. Surgeon went to get consent from patients family for manual procedure".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(6), mps (B)(6) reported j2 motor phase error. Case type: tka. Surgical delay < 30 minutes. Would you please confirm when the event took place as you noted pre-op but the patient was under anesthesia? As per the mps: "correct" for case type tka, was the delay > 15 minutes and was the patient under anesthesia during this delay? As per the mps: "the delay was more than 15 minutes. Patient wasn¿t in room yet but was under anesthesia. Surgeon went to get consent from patient's family for manual procedure".